Event description:
Boston scientific received information that this patient at a recent follow up appointment stated they had fallen down. Interrogation showed this right ventricular (rv) lead exhibited low impedance measurements of 190 which is down from the usual measurements of 550. Loss of capture was believed to be occuring as well. As a result, a revision procedure was done, where this lead was abandoned and replaced. The physician elected to replace the device at the same time to avoid any future additional surgeries. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.